Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage inside the force sensor resistor. The occlusion test could not performed either due to the prime anomaly. Moisture damage on the lcd board and motor was found. The device had a cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated that he went swimming with it and it was in the water for about an hour. The customer stated he was unsure if the device has been dropped. It did not have any cracks but there was water inside the screen. He also reported receiving a battery out limit alarm when changing the battery. Blood glucose value at the time of the alarm was 210 mg/dl. The battery was out of the device for longer than allowed. The customer stated that he experienced high blood glucose. Blood glucose value was 293 mg/dl. He noticed in the morning that the infusion set had come off of his body and the needle seemed bent. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.